Event description:
It was reported the pump was explanted and replaced. It was reported the pump correctly showed the end of service (eos) message. It was reported there was overdose. It was noted that patient received 100mcg of baclofen orally to prevent underdose from their health care provider. It was noted the patient showed flaccidity and difficulty breathing. The patient status was noted as alive with injury. It was noted the pump was reprogrammed to 100 mcg/day dosage.

Manufacturer narrative:
(B)(4).